Manufacturer narrative:
Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did transmit to manufacturing app. Performed battery investigation and battery measured 3.02v. Pcba flex gold connectors were found corroded. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the electronic assembly. Therefore, the customer concern of inpen not pairing to app was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an inability to pair inpen, with an ¿inpen not found¿ message displayed in the app. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed, including verification of device/app compatibility and bluetooth settings; however, pairing was not successful. No harm requiring medical intervention was reported. Mmt-105nnpkna was returned for analysis.